Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, morphine, and bupivacaine (concentrations, doses, lots unknown) via an implantable infusion pump. Indication for use was intractable spasticity and movement disorders. The patient was also prescribed pa boluses via the personal therapy manager (ptm). Patient history included multiple sclerosis (since 1997), chronic pain, and arthritis which caused intense pain. The patient experienced an overdose. When the pump was first implanted, it was turned up so much that the patient quit breathing twice in the same encounter and was taken to the emergency room (ER) and was very sick. Additional information was requested regarding drug information, diagnostics performed, actions/interventions taken, the cause of the difficulty breathing, and the event outcome. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the pump tried to kill them 3 times. It was stated that the overdoses were related to what the doctor puts in the "computer." The patient reported it was like an accidental overdose and that the doctor miscalculated in their computer. No further complications were anticipated/reported. Additional information was received from a business partner. It was confirmed by the physician that "the pump medication was not controlling the patient pain, but the product is not supposed to control pain." The physician believed that the report of "the pump trying to kill the patient," was nonsense and not a legitimate situation. It was clarified that the patient had progressive problems which did not respond to medication, but the pump was controlling the patient's spasticity well. No further complications were reported/anticipated.